Manufacturer narrative:
Correction: d4, d9, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a bronco catheter, a patient required removal of a correctly sited double lumen tube and reintubation due to increased instrumentation, lip laceration and sore throat at the airway. A piece of blue material was evident in the bronchial lumen of the double lumen tube following a difficult intubation, which resulted in no further ventilation through the lumen. There was a concern that an unrecognized foreign body could be introduced into the airway or lung with ventilation. The tube was subsequently removed and replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a bronco catheter, a patient required removal of a correctly sited double lumen tube and reintubation due to increased instrumentation and trauma to the airway. A piece of blue material was evident in the bronchial lumen of the double lumen tube following a difficult intubation, which resulted in no further ventilation through the lumen. There was a concern that an unrecognized foreign body could be introduced into the airway or lung with ventilation. The tube was subsequently removed and replaced.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection of the image noted a blue-colored particulate was observed inside the broncho catheter endotracheal tube. It was reported that a piece of blue material was evident in the bronchial lumen of the double lumen tube following a difficult intubation. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.